Manufacturer narrative:
After successful right femoral artery puncture, blood leakage from the catheter was observed. Initially, it was thought to be oozing from the puncture site. Approximately 100ml of blood oozed from the puncture site, and compression was ineffective. Blood pressure further deteriorated, prompting the removal of the catheter. Upon removal, it was observed that the puncture catheter was damaged. Simultaneously, fluid resuscitation and vasoactive medications were administered to stabilize circulation, and a new catheter was re-placed. Videos of the leaking picco catheter was provided and the reported issue was confirmed. The defective part was not returned for investigation. The cause of the issue could be determined as related to cracked picco catheter. Overall, investigations did indicate that the device failed to meet its specification when the event occurred. A relationship between the device and the complaint is therefore considered as likely. Upon the complaint occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. In general a monitoring technology is considered as diagnostic aid, but not directly used for diagnosis or treatment.

Event description:
It was reported that after insertion, it was discovered that the catheter was damaged, with blood leaking from the bifurcation of the catheter. No harm to patient was reported. Manufacturer reference # (B)(4).